Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically an error 42. There was no adverse impact to the customer's blood glucose level, as indicated by the lack of such details in the record. Technical support provided a complete guide for resetting the pump and assisted the caller through the process. After the reset, the cgm error code did not reappear, and the caller successfully started a new sensor session.